Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex esophageal ng distal release covered stent was implanted in the esophagus to treat a 10 cm malignant esophageal obstruction during a stenting procedure performed (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, two days post stent placement, the patient presented with dysphagia. An endoscopy procedure was performed and it was noticed that the stent has migrated and the stricture is no longer covered. The patient was currently on medication to address the dysphagia; however, dysphagia has not yet been resolved. The stent remains implanted and the patient was reported to be stable. Reportedly, a planned reintervention will be performed next month and another stent will be implanted.

Manufacturer narrative:
Blocks b5 and b6 have been updated with additional information received on september 02, 2020. Block e1: initial reporter address (B)(6). Block h6: device problem code 4003 captures the reportable event of stent migration. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 2, 2020 that an ultraflex esophageal ng distal release covered stent was implanted in the esophagus to treat a 10 cm malignant esophageal obstruction during a stenting procedure performed (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, two days post stent placement, the patient presented with dysphagia. An endoscopy procedure was performed and it was noticed that the stent has migrated and the stricture is no longer covered. The patient was currently on medication to address the dysphagia; however, dysphagia has not yet been resolved. The stent remains implanted and the patient was reported to be stable. Reportedly, a planned reintervention will be performed next month and another stent will be implanted. Additional information received on september 2, 2020. The patient had middle esophageal growth causing absolute dysphagia.